Manufacturer narrative:
Examination of the returned device confirmed the rim is fractured. Significant scratching and gouging is apparent on the insert trial. This would indicate the item has been handled roughly, and/or was "in service" for quite a length of time. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor trends through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial insert was noted to be cracked, with a piece broken off. The piece that had broken off was retrieved.

Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.